Manufacturer narrative:
The charge-pak was returned with the device. Physio-control evaluated the device and the reported issue was verified. The device would not power on. The charge-pak had had a shorting plug installed, and then removed. The root cause of the reported issue is that the hlc's discharged rapidly into the depleted charge-pak cells. The device was opened, and then an internal physical inspection was performed. No discrepancies were observed. The device was destructively tested. The customer received a replacement device.

Event description:
The customer contacted physio-control to report that their device was showing all three icons attention, charge-pak and service wrench. With all three icons illuminated, the device may not have sufficient power available to deliver effective defibrillation therapy to a patient, if it was needed. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device was showing all three icons attention, charge-pak and service wrench. With all three icons illuminated, the device may not have sufficient power available to deliver effective defibrillation therapy to a patient, if it was needed. There was no patient use associated with the reported event.